Manufacturer narrative:
(B)(4).

Event description:
It was reported that: catheter kink was found prior to use on patient.

Event description:
It was reported that: catheter kink was found prior to use on patient.

Manufacturer narrative:
(B)(4). The customer returned one opened sac kit for analysis. Visual inspection of the components revealed two kinks in the guide wire body. Several creases were observed on the product packaging. The damage observed is consistent with defects related to storage and shipping. Both welds were present and appeared full and spherical. The packaging clearly states, "do not bend". The kinks in the guide wire measured 63mm and 145mm from the distal end. The length of the guide wire measured 349mm which is within the specifications of 345-355mm per product drawing. The guide wire outer diameter measured 0.52mm which is within the specifications of 0.508-0.533mm per product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The undamaged portions of the guide wire were threaded through a lab inventory 20 ga introducer needle with no resistance. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user , "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." An engineering change order (eco) was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. This product was manufactured (february 2020) after the implementation date of the eco. The lidstock clearly states, "do not bend." The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. Two kinks were observed on the guide wire body. In addition, several folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The lidstock clearly states "do not bend." Based on the customer description and the sample received , storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.